Event description:
Customer reported the c-arm will not move vertically. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem.